Event description:
It was reported that the patient lost weight which caused the ipg to migrate to the surface. Surgical intervention was undertaken on (B)(6) 2026 in which the ipg was implanted deeper.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.